Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualifications were reviewed, and the product lot met all acceptance. Criteria.

Event description:
The customer reported that she was giving herself a bolus of insulin at 1:30 am to correct a high of 332 mg/dl when her pod alarmed. The pod was worn between 36 and 48 hours.